Event description:
It was reported that during a laparoscopic esophagogastrectomy procedure, the device did not load. It was also reported the clips criss crossed and the clips fell off. No additional information is available. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.